Event description:
Pt underwent a robotic prostatectomy. During procedure while using a disposable grasper, the 5 mm grasper teeth would not release, resulting in the need to excise a small amount of tissue to get the teeth loose and removed.